Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was received with internal wires detached near the distal end, and cut at the operation pipe on the proximal end. Additionally, the wires on the proximal end were bent and twisted, which is consistent with the use of the emergency handle. The operation pipe, coil sheath, and slider were fine. As part of the follow-up to this report, an olympus rep visited the user facility to provided the necessary training to the facility staff, as the nurse that assisted the physician is new and inexperienced in using the subject device. The user also attributed the user's experience to the condition of the stone. The instructions for use indicate that the device may break if the stone is too large and too hard. The device will be forwarded to the original equipment MFR (OEM) for further investigation. If additional and significant info is received later, this report will be updated. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography), as the users was about to crush a stone, the users noted that the stone was too large, and hard to be crushed by a regular lithocrush handle, the users switched to the emergency handle, so that they could get more leverage on the stone. However, when the users attempted to crush the stone, the wires of the basket snapped in the metal sheath. The basket was immediately removed from the pt since the stone was not lodged into the basket. The procedure was successfully completed using a different, but similar device. There was no pt injury reported.